Manufacturer narrative:
Literature reference: doi: 10.1097/mca.0000000000000509. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient presented with an inferior st-segment-elevation myocardial infarction (stemi) 14 months after a resolute integrity drug (3.5x30mm) eluting stent was implanted to treat a totally occluded lesion in the right coronary artery. An angiogram revealed a tight stenosis within the stent, in the absence of angiographic thrombus. Oct images revealed an intraluminal white thrombus superposed on a layered pattern neointima, with gradual signal attenuation and a lipid-laden neointima that had progressed at the proximal portion of the lesion. The lesion was then dilated with a non-mdt paclitaxel drug-coated balloon (3.5x20mm) and a compliant balloon which achieved an excellent immediate result. No further patient injury is reported.